Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not opening. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 7 was clicking and failed to open. A field service engineer (fse) found that the rails needed replacement. The fse powered off the station, removed the drawer, replaced the rails, reinserted the drawer, and powered on the station. The drawer was functioning properly. The repair and storage configuration were verified. The system functioned as intended after the field service engineer repaired the device.